Event description:
It was reported that during an unknown case, the device came apart and had a torn disc. The site removed the device and used a new device to complete the case with no patient consequence.